Manufacturer narrative:
Reporting address state: 130 reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00279. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device did not work properly after it was turned on due to a "pressure sensor autozero failed" error that was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) engineer confirmed the reported problem. After reconnecting the power cord and turning on the device, the asp engineer found that the fault remained and that the data acquisition printed circuit board assembly (da pcba) failed. The asp engineer replaced the da pcba, and verified that the device returned to full functionality. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.